Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided for evaluation. Based on the review of the submitted photographs the defect experienced for the q-syte cap being cracked was confirmed. However, since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd q-syte luer access split septum was damaged but still operable. The following information was provided by the initial reporter: "the cap is cracked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte luer access split septum was damaged but still operable. The following information was provided by the initial reporter: "the cap is cracked."